Event description:
Pt presented with severely calcified bilateral external iliacs. The physician decided to go up on the right side. During advancement of a bifurcated (25-16-140bl) delievery system, the external iliac was dissected just distal to the hypogastrics. The device was removed. The physician placed a balloon expandable covered stent and a wall graft to address the vessel dissection. The physician decided to attempt to place the same bifurcated on the opposite side and encountered the same calcification problem. The physician decided to remove the device. During retraction, the main body of the stent graft began to deploy, but the physician was able to retract the entire device without incident. The physician decided to place a competitor stent graft device implanted fine. Pt is doing well.